Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level and customer was at the hospital because they can not put their insulin pump on. The customer's blood glucose was 400 mg/dl and customer was not wearing insulin pump at time when blood glucose was elevated. The customer declined troubleshooting on insulin pump for high blood glucose. The insulin pump will not be returned for analysis.